Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that the procedure was cancelled. The target lesion was located in the superficial femoral artery. An 8cm, 200cm v-18 control wire was selected for use. During the procedure, when the device was inserted into the catheter, it was interrupted. The procedure was not completed due to this event. There were no patient complications as a result of this event.